Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) has been updated based on the returned product download. Meter (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter did not power on with button depression or strip insertion. Unable to download the meter log due to the meter not powering on. The meter was sent for further investigation and de-cased. The meter was sent for further investigation and de-cased. Troubleshoot to component level and no faulty component was not identified. During a power consumption test, it was discovered that the off currents was not within specification (specification: = 7.5 a). Visual inspection was performed on the returned meter's pcba (printed circuit board of assembly) and was observed corrosion in between the u1 chip and capacitor c12. Liquid droplets were also observed on capacitor c15 indicating that the liquid infiltrated the meter through the casing and corroded the pcba. Therefore, the issue is not confirmed to use due to corrosion on the meter's pcba (printed circuit board assembly). Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre lite meter was reviewed and the dhrs showed the fs libre lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. The meter did not power on with button depression or strip insertion. Unable to download the meter log due to the meter not powering on. The meter was further investigated and de-cased. Performed an internal visual inspection on returned meter and no issues were observed. Troubleshoot to component level and faulty component was not identified. Visual inspection was performed on the returned meter's pcba (printed circuit board of assembly) and observed was corrosion in between the u1 chip and capacitor c12. Liquid droplets were also observed on capacitor c15 indicating that the liquid infiltrated the meter through the casing and corroded the pcba. During a power consumption test, it was discovered that the off currents was not within specification . Bnp-2 was created to address this fast battery draining problem. Therefore, the issue is not confirmed to use due to meter powering up with button press and corrosion on the meter's pcba (printed circuit board assembly). This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the follow up #1 report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.